Event description:
During primary tka, two size 4mm x 9mm ps inserts did not seat into the tibial baseplate. After the first attempt to impact an insert into the baseplate failed, the surgeon removed the insert and checked for any obstructions, there was no soft tissue and the posterior tension was considered alright. The surgeon attempted to use a second insert, and it had the same problem. Once again a check was made for obstructions and none were found. A third tibial insert was tried and it seated correctly without any problems.